Event description:
It was reported that during a reconstructive right inferior fornix right lateral canthoplasty procedure, that the drill bit broke in the pt's orbit. It was also reported that the broken drill bit was retrieved using a ronguer. It was further reported that another drill was readily available and that the procedure was completed successfully.

Manufacturer narrative:
The device allegedly involved in this issue was returned for evaluation. The returned product was visually examined and it was found that the drill was broken at the back of the head. From analysis, there was evidence of overheating of the drill. The drill was potentially used at a speed above the recommended setting as this could potentially result in overheating and subsequent breakage. However, this was not confirmed. The associated certificates of conformance and attribute charges were reviewed. No issues were identified that may have contributed to this alleged event. The root cause was undetermined.